Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient has adaptive stimulation and was having issues. The patient is programmed at 1.8v when they are sitting and standing and that is comfortable, but every five minutes the stimulation shoots up to 2.2v and shocks them. It makes their legs shake, is painful, and lasts for about 1-2 minutes. The stimulation will then go back down to 1.8v where it is comfortable. The patient stated this happened when they were sitting, standing or walking and it would all of a sudden zap them. The patient stated this had been going on for months now, almost a year. Through troubleshooting, it was determined the patient¿s ¿mobile¿ setting was at 2.2v and their sitting/standing position was set to 1.8v. The patient walked around so the mobile position was triggered and the patient experienced the ¿shocking¿ over the phone. Stimulation was turned down to 1.9v where the patient reported it was comfortable and the patient walked around so the device learned the new mobile amplitude. The patient reported stimulation was comfortable and troubleshooting resolved the issue. No further complications were reported.